Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009. The patient experienced symptoms of a mesh erosion which was confirmed visually on speculum exam in the physician's office. The patient is to be scheduled for transvaginal excision of eroded mesh.